Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: received one senomark biopsy marker applicator for evaluation. Upon visual evaluation, the device appeared to have blood residue throughout. The tip guide was returned loaded onto the senomark biopsy marker applicator. It was observed that the device came back fully deployed. Under microscopic examination, the marker was noted to be present with in the returned pva pad. Due to the condition of the device returned, functional testing was not performed. (I.e., the way the device was packaged for return). Therefore, the investigation is kept as inconclusive as the functional testing was not performed due to the condition of the device returned. A definitive root cause for the accessory incompatible could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3 h11: d4 (unique identifier (UDI) #), h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a breast tissue marker placement procedure through normal density tissue, the marker allegedly did not go through the white guide. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 11/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a breast tissue marker placement procedure through normal density tissue, the marker allegedly did not go through the white guide. The procedure was completed using another device. There was no reported patient injury.